Event description:
The user facility reported that following application of the tr band, it deflated on its own. The case was a left heart catheterization (lhc). There was no health damage to the patient. The patient was in stable condition. The patient required medical intervention. Hemostasis was completed successfully with manual pressure. The event occurred post-treatment. There were no other devices or equipment used with the reported product. Additional information was received on 09 jun 2023: per hospital protocol, 18 ml's of air injected into the tr band when it was applied. A slender radial sheath was used at the access site. The tr band was noted to be losing air immediately after initial inflation. There was no reported blood loss. There was no noticeable damage to the device.

Manufacturer narrative:
A review of the device history record of the product code/lot# combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up #1 to update section h3, and to supply the completed investigation results. One tr band and inflator were returned to for evaluation. The sample was subject to visual analysis. No visual damage or defects were noted on the balloons or inflator. There is 8 ml of air left in the balloon assembly. The sample was subject to leak testing. Approximately 18 ml of air was injected into the balloon assembly and submerged in a water bath for approximately 30 seconds. Air bubbles were seen from the seal around the inflation balloon and check valve. The sample failed leak testing. The sample was placed under the microscope to get a better look at the location of the leak. Upon visual analysis there is an incomplete seal between the check valve and inflation balloon. The complaint can be confirmed for air leakage issues. The cause is an incomplete seal around the check valve and inflation balloon assembly that creates a leak on one side of the check valve. The operations quality engineer was notified, and a non-conformances (nc) was initiated for this issue. The nc will contain the root cause analysis and corrective actions. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).